Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was broken. The jaw would not close. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "the da vinci fenestrated bipolar instrument stopped functioning mid surgery. The instrument itself would not straighten from the wrist and the jaw was not closing. The silver tip shifted which did not allow it to come out from the robot arm. With the key we were able to close the jaw but not straighten out the wrist. The doctor scrubbed in and had to take off the trocar from the pt in order to completely remove the instrument with the trocar attach".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. The instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 0.042¿ x 0.117¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There were scratch marks/abrasions on the main tube close to the distal tip. Additionally, the instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The instrument was found to have a broken conductor wire at the proximal clevis hole. The wire was fully broken. No signs of thermal damage were observed. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The damage was located at the base of the proximal distal clevis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.